Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 07.28.2017 it was reported to k2m, inc. That a revision surgery took place in which set screws were removed. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw screw was discarded, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was not indicated as to which torque handle was used to final tighten the set screw - the torque limiting (i.e., clutch-style) handle or torque indicating (i.e., line-to-line) wrench. Because clutch-style torque handles are speed dependent (i.e., as rotational speed increases, output torque decreases), it is possible that the surgeon's torquing technique contributed to this incident if the handle was turned quickly. It is also possible that the rods were not fully reduced in the heads of the pedicle screws, and the set screws torqued off prior to seating fully in the screw heads, predisposing the pedicle screws to axial slip and early set screw back outs.

Event description:
On 07/28/2017 it was reported to k2m, inc. That a patient presented with a post-operative set screw back-out. The patient was revised (B)(6) 2017.